Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted for around an hour. There was no longer an out of range signal at the time of contact with dexcom technical support.